Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an occlusion was identified at the top of a zenith flex aaa endovascular graft bifurcated main body. During the index procedure, the wire guide was extended just distal to the aortic arch. The proximal/top stent trigger wire was released prior to advancement of the top cap. There were no difficulties with top cap removal. The distal/ipsilateral limb trigger wire was not released prior to advancement of the top cap. No difficulties were experienced in the initial implant procedure, with angiography showing no evidence of obstruction. No additional interventions within the index procedure were required. The patient later presented to the emergency room (ER) with abdominal pain. The patient was then sent to the operating room (or) where a partial occlusion at the top of the main body graft was found to be obstructing flow to the renal artery. The right renal artery was then stented to restore flow, and the issue was resolved. It is unknown if there was any pre-existing thrombus in the patient prior to the procedure. The physician saw the patient in follow up clinic and noted that the patient was doing well. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: d6a. Additional information: b5, e1 (e-mail), h6 (annex e), h6 (annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 25mar2026. The patient had an infrarenal abdominal aortic aneurysm and underwent elective endovascular aortic repair (evar) with successful deployment of the cook zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt). Completion angiography at the time of the procedure demonstrated appropriate positioning of the graft with preserved flow to both renal arteries and no evidence of endoleak. On (B)(6) 2025 the patient presented to another facility within the same network with abdominal and right flank pain. Computed tomography angiography (cta) at that time demonstrated partial compromise of the right renal artery, suspected to be related to the proximal graft position. The patient subsequently underwent right renal artery stenting with restoration of flow. The patient did sustain a transient renal injury but has since recovered. A cook representative was present for the case. Imaging for the case is available for the investigation.